Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure of mesh implant and cystoscopy due to sui. It was reported that the patient had additional mesh implanted on (B)(6) 2003.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems, recurrence and dyspareunia. It was reported that patient underwent a hysterectomy in 2012. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, bleeding, and vaginal scarring.